Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name "(B)(6)". Address line 1 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer's reported issue. The pump flow rate has been tested and found to be out specification. The investigation determined the expulsor needed to be replaced.

Event description:
It was reported that the pump's delivery rate deviation too large. There was unknown patient involvement.